Event description:
It was reported that during implant, the right ventricular (rv) lead was attempted in several places but was unable to maintain a stable position. The rv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).